Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom system error 105 alarms, but did not reproduce it. The evaluation found severed motor mount screws, which is a known contributor to the reported symptom. The motor mount screws were replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no pt injury.